Event description:
Caller reported a malfunction on the pump, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to continue using the current pump until a replacement, updated with the latest software, was sent. Instructions were provided for returning the faulty pump, which the caller understood and agreed to follow.